Event description:
It was reported that during an open esophagectomy, the staples were formed in bent-over at the 4th and the 5th firing when the device was used for a stomach tube formation. The device was fired properly from at the 1st to the 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient. The cartridge color was blue. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). Were the staples malformed on the fourth and fifth firings? Yes, the deployed staples were irregular shapes at the 4th and the 5th firing. If the staples were malformed, where was the location of the malformed staples distal, proximal or in the middle of the staple line? It occurred from the proximal part to the middle part of the staple line. Where the malformed staples on the line closest to the cut line or in all of the rows? --- in all of the rows. Was the device fired over an existing staple line with the fourth and fifth firings? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.